Event description:
It was reported that the patient was experiencing difficulty charging the ipg following a non-device related procedure. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.